Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with damage to their white and black bend reliefs on the system controller. The system controller was exchanged. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having a damaged power cable bend relief was not able to be confirmed, as the product was not returned for evaluation and no photos were submitted for review. No alarms were noted, and no log files were submitted for review. Available information indicated that the system controller was exchanged. The root cause of the reported event could not be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26may2021. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.